Event description:
The customer called to report high bgs. Troubleshooting was performed. The pump clicked during the test but the lead screw was not turning. Also the pump did not pass the high-pressure test. The customer stated that the driver block slides freely in the locked position.